Manufacturer narrative:
The patient's details have now been reported and sections updated. This report is filed on december 17, 2018.

Manufacturer narrative:
This report is submitted on october 24, 2018, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration and subsequently has been scheduled for surgery to reimplant the device; however, this has not occurred as of the date of this report.